Event description:
It was reported during a surgery on (B)(6) 2024, the drill bits twisted during the procedure and had no edge. Surgery was completed successfully with an unknown surgical delay. This report is for one 1.1mm drill bit/mqc/75mm for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6 photo investigation photos were provided for review. The photo analysis found the device is observed on image, however, the investigation could not draw any conclusion about the reported event due to poor quality of visual evidence. Additionally, a functional issue cannot be determined through photo. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the drill bit ø1.1 l75/61 2flute would not contribute to the complained device issue. Based on the investigation findings, a potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part # 03.114.007; synthes lot # u426809; supplier lot # u426809; release to warehouse date: 03 mar 2023; supplier: (B)(4). No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.